Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned, and investigation completed by product analysis on 18-apr-2019 with the following findings: review of the black box data revealed records from the date of the complaint had been overwritten due to continued use of the device after the alleged malfunction occurred. The available data did not reveal any records of loss of prime. On investigation, the pump powered on normally and completed the rewind, load and prime steps without issue. The pump was exercised with duplication of the alleged loss of prime. Investigation did not duplicate the complaint.